Event description:
The pt reportedly experienced a decrease in performance followed by a loss of lock with his device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. After 8 years of rehabilitation with poor performance issues, it was decided to explant the pt's c1 device. Surgery to explant the pt's device will be scheduled.